Manufacturer narrative:
(B)(4). MDR. Bd was unable to perform a thorough investigation as no sample, lot or batch number were provided. A follow-up will be provided if additional information is received. Procode: (B)(4).

Event description:
It was reported that delayed wound healing that required re-operation was observed, causal device relationship